Event description:
Boston scientific received information that there was therapy exhaustion on this cardiac resynchronization therapy defibrillator (crt-d) after exhibiting a couple of therapies and shocks due to atrial fibrillation. The patient was electrocuted upon accidentally hitting the live electric line. The patient was seen by the physician. No device allegations were made and no patient adverse effects were reported. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.